Event description:
Hello, last week I reached out to dexcom reporting that when I removed my sensor the filament did not come out of my arm. I have been using glucose sensors for over a year. Needless to say I reached out to them. They respond with "you're approved for a replacement sensor" I had contacted my health center when it happened, and they said that someone the same day had the same issue. Is there a way to see if they escalated it or reported it? I asked if they were sending out notification to consumers, and they ghosted me. This was emotionally traumatizing, not knowing what to do, freaking out. Also, it took forever to even find a contact within the USA. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".